Event description:
Client is a (B)(6) woman of (B)(6), standing on an active hoist in a moist toilet space of 225cm by 225cm. Client had a brace for lateral flexion, and reportedly started trampling on the foot rest. According to the report the following actions took place in the given order: right leg slipped of foot rest during transfer; right leg came behind left leg; client let go of hand grips; left leg slipped off foot rest; client was caught by the sling. This was followed by carers gently guiding the client to the floor. (B)(4).

Event description:
Caller tested 5.6 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Caller states coumadin dose changes weekly based on meter results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.